Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of being in the hospital recently with diabetic ketoacidosis and high blood glucose of 600 mg/dl. The nurse also indicated that there several no delivery alarms in the insulin pump history. Troubleshooting advised the nurse to have the customer call to troubleshoot.